Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number two states, "bending or fracture of the implant".

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation of the returned device found fracture artifacts suggest a bending overload fracture.

Event description:
It was reported that patient underwent a femoral nailing procedure on (B)(6), 2012. During the procedure, as the surgeon was tapping the nail into the femur, the driver bolt fractured off in the head of the nail. The procedure was completed using another nail that was on hand, but only after a delay of more then half an hour had occurred.